Manufacturer narrative:
Investigation conclusion: after investigation at medtronic, complaint is confirmed for damage to the cannula body. However, it is unknown what may have caused this occurrence. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual inspection showed a tear/hole in the cannula. The device was cleaned using a 10% bleach solution. During the cleaning process there was a leak from the tear/hole. The reason for return was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an eopa blunt tip arterial cannula, the customer reported that after cannulation, the surgeon was applying a suture to hold the cannula in place when blood was spurting (leaking) from the side of the cannula from the coil section on the body of the cannula. The cannula was removed and replaced with a different lot number of 22fr eopa. This cannula had no issues and the case continued without any further incident. There was no patient impact associated with this event. Additional information received: the surgeon was doing a bentall/ascending aortic arch procedure. It is unknown how much blood was lost through what appears to be a hole in the cannula. The patient did not need any blood products because of the leak in the cannula.